Event description:
It was reported that the patient had a loss or change of therapy. The patient¿s health care provider (hcp) was still playing games with it and the patient was getting 60 to 70 percent relief with leakage. The patient had no sigmoid colon and they had no control for their urgency because of it. The patient still had problems with their bladder, frequency, pelvic pain, and bladder spasms due to intercystitis. The hcp moved stimulation more towards the bladder a month ago, but the patient was still not feeling stimulation. The patient had tried to increase stimulation. Therapy was turned on at 1.90v on program 2 and the patient didn¿t feel stimulation until they got to 4.70v. The sensation was more in between their bowel and pelvic region. Later the patient felt stimulation less strong. Since (B)(6) 2014 the patient did have less urinary tract infections (utis). The patient was concerned that use of a bone growth stimulator might affect their therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that she was still having some fecal incontinence. She said it was helping her more than 50% but she was hoping to get a little bit more relief. The patient went to the doctor the week prior to report and the doctor adjusted her. The patient was at 4.0v and the doctor put her to 5.0v. It was extremely uncomfortable. She had no muscle tone because her muscle was surgically removed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p405, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4) product type: programmer, patient. (B)(4).